Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down during use was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 1 hour. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm: sr8 shuts off at 85% and at 50%.

Event description:
Per tm: sr8 shuts off at 85% and at 50%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutting down during use was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 1 hour. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm: sr8 shuts off at 85% and at 50%.